Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral bein after an electrophysiology interventional lesion procedure. Reportedly, two 7 fr venous sheaths and two proglide devices were used in the right femoral vein and when deploying the second proglide, the suture punctured the venous sheath, suturing the sheath to the femoral vein. The suture of the proglide device was pulled loose and the venous sheath was released. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.